Event description:
A customer contacted baxter's technical service center to report feeling overfilled during dwell 1 on the homechoice(hc) device. The technical service representative (tsr) reviewed the programming and found the following information; continuous cycling peritoneal dialysis (ccpd), total volume (tv) was 10l, total time (tt) was 9 hours, fill volume (fv) was 2500ml, last fill volume (lfv) was 2500ml. The homepatient (hp) entered a manual drain and drained out 4752ml. A drain amount of 752ml meets increased intra-peritoneal volume (iipv) criteria. The hp stated he bypassed the initial drain before the first fill. The tsr reviewed the programming and initial drain alarm (ida) was 2400ml. Actual initial drain volume (idv) was 539ml. The tsr advised the hp to end therapy and attempt therapy tomorrow without bypassing any drain phases. On (B)(6) 2010, product surveillance contacted the hp's peritoneal dialysis nurse regarding the increased intra-peritoneal volume (iipv) event. The nurse stated that she was unaware of the situation and that she would call back. On (B)(6) 2010, the nurse called back and confirmed that the hp did bypass the initial drain. The nurse stated that once the hp performed a manual drain, the symptoms of overfill went away. The nurse confirmed that the hp did not have any other symptoms. The hp did not want to swap out the hc device. The nurse informed the hp to not perform bypasses. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.